Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a representative for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based the customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2014 at 03:30pm, the patient obtained allegedly inaccurate readings of ¿600mg/dl.¿ the reporter detailed that the patient manages her diabetes by self-adjusting her insulin doses. The reporter denied that the patient developed any symptoms but did claim that at 04:00pm on (B)(6) 2014, the patient received food or drink as treatment in an emergency room from a healthcare professional. The reporter also detailed that the patient obtained a blood glucose reading of ¿106mg/dl¿ on an emergency medical service meter, but did not specify when the result was obtained. The cca noted that at the time of the inaccuracy the meter was set to the correct units of measure. The test strips were not expired and in good condition, however the reporter did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient received treatment from a healthcare professional for a hypoglycemic event after the allegedly inaccurate result.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2014), the patient¿s meter has been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/11/2014). The patient¿s test strips have been returned on 10/28/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 5 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.